Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient had increasing pain in her pocket site as well as a growing mass. The patient had not taken their postoperative antibiotics for 2 days post op and apparently did not take the proper hibiclens bath. The cbc was slightly elevated. The patient was on antibiotics and was currently being watched and monitored by infectious disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.